Event description:
It was reported that legion hk femoral component broke inside the patient. The incident occurred before the revision surgery is performed. No delay, no backup required.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, this case reports that a revision surgery was performed due to a broken legion hk femoral component. The date of implantation is unknown. One undated x-ray taken before the revision was provided which shows a femoral component of a legion hinge system anteriorly dislocated due to the broken link assembly. Details to indicate a reason for the broken piece are not apparent. Details regarding the patient¿s implant history, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. Based on the limited information provided and without the return of the device for evaluation the root cause for the reported broken component cannot be determined. Should additional information become available this issue can be re-elevated. No further clinical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.